Manufacturer narrative:
(B)(6). There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1704223p, medical device expiration date: 2022-03-31, device manufacture date: 2017-04-17; medical device lot #: 1701251p, medical device expiration date: 2021-12-31, device manufacture date: 2017-01-11. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that leaking occurred when using the bd plastipak¿ 50ml concentric luer lock syringe. There was no report of injury or medical interventions.

Manufacturer narrative:
Investigation: two (2) used samples of 50ll were received. One of lot 1704223p and one of lot 1701251p. On visual inspection of the 2 samples received it can be observed leakage between stopper ribs. Ten retained samples of 50ll lot 1704223p and ten retained samples of 50ll lot 1701251p are evaluated. On visual inspection of these ten retained samples no damage or molding defect can be observed and the stopper is correctly assembled of them. DHR of lots1704223p and 1701251p has been reviewed not finding any annotation or deviation regarding the alleged defect. During manufacturing process leak test is performed to every syringe on the assembly machine; in case it fails the defective sample is rejected automatically to scrap. Samples received are disassembled not observing any damage or molding defect in the plunger rod that could have caused this defect. Leak test is not performed with the used samples received since the functional characteristic could not be reliable once the syringe has been used previously. Leak test is performed with the 10 retained samples of lot 1704223p and 1701251p according to procedure pc-039 and iso 7886-1 annex d. No leakage happens, meeting iso 7886-1. The syringes are disassembled not observing any damage or molding defect in the barrel or in the plunger rod that could have caused the alleged defect. This issue is not related to a manufacturing defect. The stopper is correctly assembled in the 2 samples received and no defect has been found in any of 20 retained samples that could cause leakage. A fast plunger withdrawing cause a vacuum to be created in the syringe high enough to cause the air contained between the two ribs of the stopper to be released and these get filled with the liquid. The leakage can be caused by bending the plunger when the syringes were almost filled that caused the separation between the stopper and the internal wall of the barrel. When withdrawn is performed till the maximum capacity of the syringe and the plunger is moved applying high flexion in perpendicular direction to syringe axis instead of parallel direction, leakage could happen between stopper rings even behind the stopper. Equipment used for testing: instrument, calibration period: stopper leak test fixture #63-145, n/a; manometer #26-301, 05-jan-2017 / 31-jan-2018; weight, 01-feb-2017 / 28-feb-2018.